Event description:
These products all have the same issue: suture material detached from needle during suturing. The question marks(?) Represent info that was not supplied at the time of reporting and is no longer accessible. Date of event: (B)(6) 2020, name of product: 3-0 biosyn, MFR: covidien, model: sm-5638, lot: d9j3156fy, date of expiration: 08/31/2024; 02/04/2020, 0 maxon, gs-22, covidien model 8886624561, lot d9g1152y, exp 06/30/2024; 02/18/2020, 3-0 biosyn, p-14, covidien model sm-5679g; 02/27/2020, 1 maxon, covidien 8886624571, lot dbd1857x, exp 04/30/2023; 03/03/2020, 3-0 biosyn, covidien. No adverse outcomes occurred as a result of the issue.